Event description:
It was reported that cartridge alarm 20 occurred and issue did not happen during load process, with additional reports of cartridge alarms on consecutive cartridges with same pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, instructed customer to place affected pump in storage mode and return it within 10 days, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.